Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16209. It was reported the patient presented in clinic with ventricular fibrillation. Upon interrogation, it was observed the implantable cardioverter defibrillator had reached the normal elective replacement indicator (eri) on (B)(6) 2019 and normal end of life (eol) on (B)(6) 2020. The device failed to deliver shock therapy to the patient and external shot needed to be provided. The right atrial lead was also failing to capture. A fluoroscopy was completed to confirm the lead was dislodged and dropped out of the chamber. The device was explanted and replaced. No repositioning of the lead was completed due to the patient not seeming to need it, and it was plugged into the new device. The patient was stable.